Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
Reportedly during an implant attempt the subject lead was unable to pass through a 7 fr sheath. While attempting to insert the lead into the sheath, it was noted that the lead tip was only able to reach near the distal end of the sheath, and could not advance through that area. The lead was attempted to be inserted into the sheath outside of the patient¿s body, but the same issue was observed. The lead was attempted to be inserted into a different sheath of the same model outside of the patient¿s body but the same issue was still identified. Another lead was successfully implanted.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by liavnova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly during an implant attempt the subject lead was unable to pass through a 7 fr sheath. While attempting to insert the lead into the sheath, it was noted that the lead tip was only able to reach near the distal end of the sheath, and could not advance through that area. The lead was attempted to be inserted into the sheath outside of the patient's body, but the same issue was observed. The lead was attempted to be inserted into a different sheath of the same model outside of the patient's body but the same issue was still identified. Another lead was successfully implanted.